Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.